Event description:
The physician requested on (B)(6) 2012 that someone disable the the patient's device as soon as possible inorder for explant to be completed. However the following day when the company representative checked the device, it was already disabled. It is unclear where the infection site was located.

Event description:
A physician reported that a vns patient was currently admitted to the ICU with diagnosis of septic shock. The patient's device had not been checked for over a year. A company representative traveled to the hospital and reported that the device was disabled. She referred this information to the hospital staff. However, it is believed that there were no treating vns physicians at the hospital. Attempts for additional information have been unsuccessful to date. A review of the patient's generator and lead manufacturer's records was performed and sterility was confirmed prior to distribution.

Event description:
Follow up with the physician revealed that no additional information was known or could be provided. It is believed that the patient is not currently being treated by a physician with the information received to date, so attempts for additional follow up is not possible thus far.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data:the initial report inadvertently did not include that interventions were taken (as the device was disabled).type of report, corrected data:the initial emdr inadvertently excluded the checkbox indicating that this is a 30-day report.

Manufacturer narrative:
Device manufacturing records reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data:the initial report inadvertently did not report that the physician wanted the device to be disabled so that the patient's device could be explanted.